Manufacturer narrative:
Medwatch sent to FDA on 10/19/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, hard and thickened are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of skin irritation and patient problem/medical problem: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) indurations or nodules at the injection site"

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc. Patient was reviewed later and the injection site was "quite hard" and "thickened." Patient was treated with doxycycline and the "nodules were significantly softer and settled." No "further orders or action taken." This is the same event and the same patient reported under MDR ID #3005113652-2015-00615 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.